Manufacturer narrative:
There were no samples submitted with this complaint. The complaint shall be reopened if a sample is received. The device history record (DHR) file was reviewed indicating that product was released meeting all quality standard requirements. There was no physical sample received for this report therefore the root cause of the reported condition stated by the customer could not be determined. As no physical samples were received for evaluation, the root cause of the reported condition stated by the customer could not be determined and subsequently no formal investigation actions are being taken at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 11/02/2017. An investigation is currently underway. Upon completion, the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the bandage peeled her skin and caused her to bleed because her skin was dry.